Event description:
Inflammation of the injected knee [arthritis]. Knee effusion [joint effusion]. Case description: spontaneous report rec'd on 21-jan-2008 from a physician via a sales rep regarding a male pt, age and initials unk. The pt's relevant medical history included osteoarthritis and previous treatment with synvisc. About 24 hrs after his second synvisc injection, the pt experienced inflammation of the injected knee. The fluid was aspirated and a steroid shot was injected in the knee. As of the date of receipt of this report the pt outcome was unk.